Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported forward firing was not confirmed as analysis did not identify any defects with the fiber that could have caused or contributed to it. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. Per the event, the case was completed utilizing a second fiber without patient complication. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing as analysis did not identify any defects with the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis was not able to identify any defects with the fiber. The metal cap exhibited mild debris adhesion on its surface and the glass cap exhibited mild devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU include detailed warnings for setup, inspection, and use of the device and provides multiple warnings for the user to prevent a fiber break or improper energy output. The IFU states: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Investigation conclusion: based on analysis results, a conclusion code of no problem detected was assigned to the investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the first fiber diminished vaporization efficiency after 335,235 joules due to constant contact with tissue. The fiber was replaced and the procedure continue with a second fiber; however, it began forward firing after 256,385 joules of use. It was noted that the tip of the fiber had been cleaned during the procedure. The second fiber was replaced and the procedure was completed utilizing a third fiber without consequences to the patient. This report is for the second fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the first fiber diminished vaporization efficiency after 335,235 joules due to constant contact with tissue. The fiber was replaced and the procedure continue with a second fiber; however, it began forward firing after 256,385 joules of use. It was noted that the tip of the fiber had been cleaned during the procedure. The second fiber was replaced and the procedure was completed utilizing a third fiber without consequences to the patient. This report is for the second fiber.